Manufacturer narrative:
(B)(4). Date sent: 07/22/2020. Batch #. The analysis results found that the cdh25p device arrived with the anvil missing. No staples present and the green check mark was displayed upon installation of the battery, indicating that the device was fired and achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed (please clarify the following: ¿this resulted in a colostomy reversal, ¿patient received unplanned colostomy¿)? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current status of the patient? Response: no additional information available.

Event description:
It was reported that after firing stapler and doing recommended two full 365 degree rotations the stapler could not easily be removed from the colon resulting in a tissue tear. The donuts also were not complete. This resulted in a colostomy reversal., ¿patient received unplanned colostomy¿.